Event description:
On (B)(6) 2012, the reporter, the patient's wife, contacted animas to report the pump had powered off. At the time of the call on (B)(6) 2012, the patient was found unconscious with a blood glucose reading of 24 mg/dl. The patient's wife treated him with a glucagon injection and gave him glucose tablets to consume. The patient was revived and his subsequent reading was 69 mg/dl. Emergency services were contacted, but had not yet arrived. No troubleshooting of the pump was able to be performed. The reporter stated that earlier that day, at 3:00 pm, the patient had a low blood glucose level and fell and hit his head. The patient's blood glucose level was not tested; his wife treated him with a glucagon injection. The patient's status prior to the onset of symptoms and his meals and insulin doses were not known. The patient allegedly suffered symptoms and blood glucose levels suggesting severe hypoglycemia while using the pump, and received emergency medical attention and treatment with glucagon. Therefore this complaint is being reported.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 06/19/2014. Device evaluation: the pump has been returned and evaluated by product analysis on 06/16/2014 with the following findings: there was no pump history from the time of the event due to continued patient use. A review of the pump black box found no evidence of power interruptions. A review of the total daily dose history for the available date range showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. The battery compartment was observed to have a hairline crack at the compartment threads but the battery cap was able to successfully secure to the pump and maintain electrical connection. The pump was exercised for 24 hours without power issues. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. The pump was opened and no intermittent connections were found in the pump power circuit. No delivery related defects were found during testing.